Manufacturer narrative:
An event regarding mixing issues involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: the hardened bone cement in each of the three returned bowls appears unremarkable. Visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Medical records received and evaluation: no medical records were received or were relevant to the investigation of this event. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no other similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported mixing issue cannot be confirmed. The mixing properties of the retain samples from the reported lot code were tested and show that all required specifications are met. The cement was seen to have a homogeneous appearance. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect mixing and subsequent setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that, during a tka, the 3 simplex ps were too low viscosity. The 1st and 2nd simplex p were discarded. The 3rd was also same condition but the surgeon used it. 10 minutes later, it was suddenly solidified. A nurse told our sales staff that during it was solidifying, she felt low temperature of the heat of polymerization.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tka, the 3 simplex ps were too low viscosity. The 1st and 2nd simplex p were discarded. The 3rd was also same condition but the surgeon used it. 10 minutes later, it was suddenly solidified. A nurse told our sales staff that during it was solidifying, she felt low temperature of the heat of polymerization.